Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: model: 1056t86, competitive implantable pacing lead; implant: (B)(4) 2007. Model: 1642t-52, competitive implantable pacing lead; implant: (B)(6) 2007. (B)(4).

Event description:
It was reported that a bi-v implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) earlier than anticipated. An intervention was done to remove and replace the device. No patient complications have been reported as a result of this event.